Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23337. It was reported that the patient experienced ineffective stimulation after a fall. The leads had migrated. In turn, the patient had their entire system explanted on an unknown date and replaced with another manufacturer's system. No additional information is available.